Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "baker's grade 3-4 capsular contracture." A visual photographic analysis of the photographs identified: red particles on the surface of the shell and a broken shell. Device analysis was performed through photographs, and due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician reported right side "baker's grade 3-4 capsular contracture." The device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". The device has been explanted.